Manufacturer narrative:
Batch review performed on 24 may 2018; lot 113915 : (B)(4) items manufactured and released on 21 december 2011. Expiration date: 2016-11-30; no anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain more than 6 years after the primary. The surgeon determined the stem was loose. The cause of the loosening is unknown. The surgeon revised the stem, head and liner. The surgeon used another company's stem and head with a medacta liner. The surgery was completed successfully.